Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-09918. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports their device was replaced. Additional information was received from the manufacturer representative (rep). Rep provides a screenshot showing high impedances, specifically impedance values between 37390 and 40,000 when using reference electrode 4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable neurostimulator (ins) spinal cord stimulator (scs) experienced malfunctions, including inconsistent ability to turn stimulation off/on and activate MRI mode. The patient reported that these functions sometimes worked and sometimes did not. The patient's surgeon wanted to explant the scs but wanted to do an MRI first. No patient complications have been reported as a result of this event. It was reported the ins and leads were explanted on (B)(6) 2025.